Event description:
Patient who had a bone marrow transplant was receiving cyclosporin via the homepump eclipse. Family member noticed the pump leaking approximately 1 hour into the infusion in 2003. Pump was discontinued and another dose was sent out. Patient subsequently developed a line (dual lumen broviac) 48-72 hours after the incident. Patient was hospitalized for sepsis and treated with IV antibotics. Patient is doing well now and at home.